Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, customer's blood glucose increased to 321 mg/dl with ketones of an unspecified size and on (B)(6) 2026 customer went to the emergency room (ER). Cusotmer was treated with intravenous fluids of saline and insulin and was released from the ER later the same day with the issue resolved and no permanent damage. To resolve the occlusion issue, customer would change the pump supplies. Ultimately, the issues led to a pump replacement and customer reverted to an alternate form of insulin therapy.